Manufacturer narrative:
A 510 (k) is k082590.

Event description:
The lay user/patient¿s mom contacted lifescan alleging the meter display underneath is blurry. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement meter was sent to the patient.